Event description:
Technician alleged that the siderail would not latch. No pt impact.

Manufacturer narrative:
Technician found the cause to be that something was spilled on the latch. The technician cleaned the siderail latch so it could move freely to resolve the issue.